Event description:
It was reported that patients complained of pain one day post op. Filaments on the side cut were observed during treatment. Afterwards the patients developed dlk. Flap lift and rinse was performed which resolved dlk.